Event description:
It was reported that the patient needed a pocket revision, so the decision was made to replace the device. The device was explanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 693558 lead implanted: 2009 (B)(6). (B)(4).